Event description:
Dysphagia, unable to swallow, difficulty swallowing food and water [dysphagia]. May be allergic to something in fixodent [hypersensitivity] gets strangled when swallowing, would choke [choking]. Device misuse (used fixodent 2x/day)[device misuse]. Case description: a consumer reported that her adult brother, age unspecified, used fixodent denture adhesive, original cream for approx. 1 month, whenever he was getting ready to eat a meal, beginning (B)(6) 2012 (device misuse) and was diagnosed with dysphagia level 1 while being hospitalized for something else; he started having a difficult time swallowing food and water and would have choked if he ate something just 2 - 3 weeks into his use of fixodent. She reported that her brother came down very sick and is still sick; he can¿t chew and because of his throat, he has to be very careful when he eats or he might get strangled. While hospitalized for an unspecified reason, they tried to feed her brother and he was choking. They did an examination of his teeth, his mouth, and his throat and decided the symptoms were due to his dentures and his use of denture adhesive; they recommended that her brother not use his dentures at all, that he might be allergic to something in the fixodent. Treatment: was given something (unspecified) in the hospital after the throat exam, special diet (his food has to be chopped, mashed, or pureed. The outcome of the case was: all symptoms ¿ not recovered/not resolved. The consumer mentioned that her brother has been released from the hospital. Past medical history included: allergy- none, medical history ¿ denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.